Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for fecal incontinence. It was reported that the patient thought a wire may have come out as she could only see the right side and not the left. There were no further symptoms or complications reported or anticipated.